Manufacturer narrative:
This is report 1 of 2. The device associated with this event was used during the same procedure referenced in microvention ref#: (B)(4). Investigation conclusion: the investigation of the returned coil system found the implant coil stretched at the middle section, damaged at the distal end, and deformed; furthermore, the pusher was found kinked at the distal section. These conditions are consistent with advancement difficulty; however, as the implant was returned still attached to the pusher; and the microcatheter used in the procedure was not returned for evaluation, the investigation could not confirm the implant ever became stuck in the microcatheter or assess why a snare was used as described in the reported event. Therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield strengths.

Event description:
It was reported that the coil implants were used to embolize a uterine artery aneurysm. The first coil was detached and implanted in the patient after multiple attempts using 3 detachment controllers. The concerned second coil attempted (subject of this report) experienced resistance, stopped advancing and got stuck in the microcatheter. Another attempt was made after the microcatheter was flushed, but the coil got stuck in the microcatheter and did not advance any further. The coil was therefore withdrawn using a snare and removed from the patient. The coil was replaced with another coil of the same model, which was implanted without problems. Another coil ((B)(4)) was then inserted into the microcatheter without problems, but angiography confirmed that the implant was not positioned well and the physician felt snapping during coil advancement. As the physician was not sure if the implant was detached or stretched at that time, the coil was once withdrawn using a snare and removed from the patient. The implant was found to be stretched. The coil was then replaced with another coil to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage to the patient.